Manufacturer narrative:
(B)(4). Dislodged component. The analysis results found that the instrument arrived in good visual condition with staples present and with the washer uncut. After further inspection of the device, it was noted that the guide face was partially detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the guide face was partially detached from the casing, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open anterior resection, upon inserting the device to create the anastomosis, this device `locked out` and would not fire. Another device was used to complete the procedure.